Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported failure to advance the device and the reported difficult to remove were unable to be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that the procedure was to treat a restenosed stent in the mid left anterior descending (lad) coronary artery. It should be noted that the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions, in addition, the xience alpine stent system is indicated for treating de novo chronic total coronary occlusions. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified, restenosed stent in the mid left anterior descending (lad) coronary artery. The lesion was aggressively predilated. During advancement, the 2.5x28mm xience alpine stent delivery system (sds) met resistance. The guide catheter backed out and the wire lost position. Since position was lost, the sds was pulled back for removal. Resistance was met during removal and the stent dislodged in the proximal lad. No additional treatment for the dislodged stent was reported. The patient was taken to surgery and coronary bypass was performed to treat the mid lad. The patient was discharged on an unspecified date in stable condition. There was no additional information provided.